Manufacturer narrative:
H3 other text : third- party service

Event description:
A ventilator was returned to the third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's blower bellows was replaced to address the issue. Additionally, the front enclosure, handle, obm housing, rear enclosure was replaced due to cracks which were not related to the malfunction/issue. A full test was ran a passed.